Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed, which located on 4west-1.as per part investigation, it was determined that there was fluid ingress of the part pn 122463-01 which produces a short/miscommunication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(4) was performed from the date of manufacture, 04-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.part analysis:the reported condition of "tower not connecting" was confirmed by field service engineer (fse) and subsequently validated in the dchu inspection process.according to work order #(B)(4) the fse replaced the pcba controller board and tested the station in diagnostics, and the customer verified it in medical applicationduring dchu visual inspection:part number 122463-01: was received with fluid ingress and signs of corrosion mark.during dchu testing:part number 122463-01: no further dchu functional testing was required, as fluid ingress was already confirmed during visual inspection.the device was in use for treatment purposes as intended per 21 cfr 820.198(d).root cause:the root cause to the reported failure "tower not connecting" is attributed to fluid ingress of the part pn 122463-01 which produces a short/miscommunication.